Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading dropped to 43 mg/dl. The customer stated that her doctor put her on medication to help her lose weight and that may contribute to low blood glucose. The customer treated with glucose gel and declined troubleshooting. The customer was assisted in adjusting the basal rates. The insulin pump was not returned or replaced.